Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was not returned to omsc for evaluation. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. According to the report from olympus india, it was found that the capacitor had been rusted, therefore it was considered that the user might have used the subject device for long-term in humid environment such as using with humidifier nearby the subject device. Consequently, the electrical circuit board might have corroded and failed. Or it was found that there was the damage such as impact marks and scratches on the front panel, therefore it was considered that the excessive stress deviated from the recommended usage conditions might have been applied to the subject device momentarily. Consequently, the electrical circuit board might have failed due to the failure of the electronic components. The failure of the electrical circuit board might cause the failure of the image transmission, then it was considered that the reported phenomena occurred. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device was not returned to omsc for evaluation but was returned to omsi. Omsi checked the subject device and found the reported phenomena which was caused by the failure of electrical circuit board. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection for repair at the service department of olympus india (omsi), it was found that the error b40 which indicated that the subject device was damaged occurred and the subject device could not function. Also omsi found that the endoscopic image had many lines and was not displayed when evis 190 series videoscope was connected to the subject device. The occurrence date of the event is unknown. There was no report of patient injury associated with the event.